Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight not provided. Additional 510(k) numbers are k011028 and k013227.

Event description:
It was reported that the implant was removed due to biological failure. The patient was experiencing pain and aching. Tooth #31.

Event description:
Customer clarified the implant was actually removed due to non integration and not due to pain and aching.

Manufacturer narrative:
After further review, this event would not result in a serious injury or sentinel event. As a result, a retraction was submitted to the FDA for MFR #0002023141-2022-01126 and the dt was reassessed as not reportable. This event did not result in a serious injury and is not likely to if the event were to recur. No significant delay or decline in the patient's status due to the procedure and no additional surgical or medical intervention was required to resolve issue. Therefore, this malfunction is deemed as not reportable.